Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge. Reportedly, the cartridges were filled with 500 units of insulin. To resolve the issue, the customer reloaded the cartridge and received an accurate fill estimate. The customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level was 115 mg/dl.